Event description:
Additional information was received that this device was a non-bsc device.

Event description:
Boston scientific received information that the patient implanted with this device system reported enduring palpatations. The EU device was unable to be interrogated with any medical device company programmer. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.